Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240 (air in line) during dwell on the home choice (hc). The home patient (hp) had three bags connected and solution in both the heater and the final lines. The supply bag was empty and the connections were tight. The hp cycled the power to the se 2367 and the alarm cleared. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
Complaint no: (B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed.

Manufacturer narrative:
(B)(4). Additional information: as the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. As a result, the root cause of the reported issue cannot be determined. Should additional relevant information become available, a supplemental report will be submitted.